Event description:
During an unspecified procedure, the suture wing of the super sheath introducer sheath separated (slipped off the ledge it sits on and moved toward the end of the sheath). It is further reported the physician wrapped the suture over the top of the aspiration tubing and tied it down. The lesion being treated is unk. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'ok'.